Manufacturer narrative:
Based on information provided, the tielle¿ plus hydropolymer adhesive dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling, available in print and online, states: tielle¿ plus hydropolymer adhesive dressing provides a dynamic exudate handling system with a highly absorbent internal wicking layer for regulating moisture from moderate to heavily exudating wounds. During use the absorbent island gently expands as it takes up exudate. The island dressing maintains a moist environment. A moist environment supports the wound healing process by encouraging autolytic debridement thus enabling granulation to proceed under the optimum conditions. This may initially increase lesion size, which is normal and to be expected prior to wound granulation. Precautions: tielle¿ plus dressing is not indicated for the use on the following: lesions with active vasculitis as this type of ulcer needs more frequent observations by a healthcare professional. Dressing change and removal: it is essential for proper wound management to avoid trauma to the intact skin. Change dressing when wound fluid is present at the edges of the foam pad. The dressing may be left in place up to 7 days depending on amount of exudate. On removal lift one corner and carefully peel back. On fragile or friable skin, water or saline may be used to break the adhesive seal.

Event description:
On (B)(4) 2018, the following information was reported to kci by the nurse: on (B)(6) 2018, the tielle¿ plus hydropolymer adhesive dressing, 5 7/8" x 7 3/4" allegedly adhered to the patient's wound requiring autolytic debridement for dressing removal. On jul 18 2018, the following information was reported to kci by the nurse: the patient's wound is improving, and the tielle¿ plus hydropolymer adhesive dressing was discarded. A device history review could not be performed as the nurse confirmed the dressing was discarded and lot number is unknown.

Manufacturer narrative:
Suspect medical device, catalog #mtp502 was entered. Based on this information provided, kci's assesment remains the same; the tielle plus hydropolymer adhesive dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity.